Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was lifted up slightly and the jaws were somewhat burnt. The device had minimal evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. The heater lifting up in the center is considered part of normal usage (wear of the device), and thus were was no device malfunction. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during the ligation of branches, it was noticed that the heating element had become separated from the center of the jaw. A new kit was used to complete the procedure. There were no patient effects. The product is returning.